Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that an intraocular lens (iol) was scratched. There was no patient contact. Additional information was provided by the initial reporter that the procedure was completed with another iol. Additional information was provided by the facility, that the iol was loaded too far; the rod pushed too far. There are two medical device reports associated with this event. The iol report was previously submitted under mfg report num 1119421-2019-00785. This report is for the handpiece.